Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due. Review of the episode noted oversensing of noise consistent with the sense b node and changes in the patient's amplitude measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due. Review of the episode noted oversensing of noise consistent with the sense b node and changes in the patient's amplitude measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.